Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that after pushing an IV medication, it was noted to leak from the smartsite which resulted in backflow of blood. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking was confirmed. Visual inspection of the set noted no cracks or damages to the subassembly. During visual inspection under magnification it was noted that the distal smartsite piston had been punctured by a sharp object. Functional and pressure testing confirmed leaking from the piston. The root cause of the customer¿s report of a leak was identified as being due to a damaged smartsite piston. The origin of the damage to the smartsite piston was not identified.